Event description:
It was reported that during a ptca procedure, the guide wire was advanced through the guiding catheter into the renal artery. The guide wire had little "feel" to it and could not be advanced; it was noted on the fluoroscope that the guide wire had separated in the guiding catheter. The entire guiding catheter was removed with the guide wire tip inside. Reportedly, there was no pt injury.